Event description:
It was reported that an ilet bionic pancreas generated recurring alert 32 indicating a motor processor communication error, which was verified in device history, and persisted despite a guided restart while connected to external power; the device battery was low and a backup ilet was provided to continue therapy. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included customer service troubleshooting, verification of the alert in the device log, and education on restart and shutdown procedures, with arrangements for device replacement and return. Investigation of the returned device revealed a device malfunction related to delivery motor communication, with the alert recurring after restart.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.